Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a bent stylet is confirmed; however, the exact cause is unknown. One 3cg stylet was returned for evaluation. An initial visual observation showed use residue on the returned sample. A bend/kink was observed in the returned stylet approximately 5.7 cm proximal to the epoxy tip. No breaks were observed in the stylet and the distal tip was found to be present and intact. A microscopic observation revealed no breaks or tears in the polyimide tubing and the bend/kink in the polyimide tubing was found to be just proximal to the most proximal magnet within the polyimide. Insufficient evidence was found on the returned sample to indicate a specific root cause of the bend in the stylet; however, possible contributing factors include advancement of the stylet against resistance and damage during manipulation, handling, or use. A lot history review (lhr) of refs2667 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "during placement of another 4 fr. Dual lumen PICC we had a wire with a significant bend in it upon removal from the patient. The wire was intact." (B)(6) 2022: returned stylet wire is kinked.